Event description:
It was reported that a patient experienced a thrombosis. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician inserted the device and let it sit for about 30 minutes, no heparin was given to the patient at the time. When the physician was going to get transeptal access, noticed a clot formed on the tip of the sheath. The device was removed from the patient and the clot was no longer there. The sheath was flushed, heparin was given to the patient and the procedure proceeded as normal. The procedure was completed successfully. The patient had fully recovered from the event. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Functional evaluation of the sheath confirmed the sheath could successfully achieve and maintain deflection. The reported thrombosis is a known inherent risk from the use of the device.

Event description:
It was reported that a patient experienced a thrombosis. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician obtained access and put the faradrive sheath into the superior vena cava (svc) and let it sit for about 30 minutes while conducting an electrophysiology (ep) study. No heparin was given to the patient at that time. When the physician was about to go transseptal, he noticed a clot formed on the tip of the sheath on intracardiac echocardiography (ice). The sheath was removed from the patient and the clot was no longer there. The sheath and dilator were flushed, heparin was given to the patient and the procedure proceeded as normal. The procedure was completed successfully. The patient has fully recovered from the event. The device has been received for laboratory analysis.